Event description:
At the end of the procedure, the arteriotomy was closed with a perclose device which initially failed. This was recognized immediately & external compression was then obtained, getting good hemostasis. Procedure was well tolerated.